Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd legacy pump was returned for analysis. The customer's reported problem was confirmed. According to the investigation, the pump faulty low downstream occlusion sensor was the cause of the reported problem. Service's replaced the pump faulty low downstream occlusion sensor, rear housing, overlay, calibrated, and reinstall the device software. Functional testing and delivery testing were performed, and the pump passed all testing. The problem source of the reported problem is unknown.

Event description:
Information was received that a smiths medical cadd-legacy 1, had a double beep no cassette/screen dmg alarm (while testing). No patient involvement.